Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was inaccurate; cause was unknown. The customer's blood glucose level was 268 mg/dl. In addition, it was reported that the battery gauge was observed to be fluctuating. Reportedly, the customer revert to manual injections for insulin therapy.